Event description:
(B)(4).

Manufacturer narrative:
(B)(4). So far the device is not available at our facility for effective investigation. The customer has indicated that the sample is available for investigation. The sample has been requested from the customer and a supplemental medwatch will be submitted once the sample is returned and further information becomes available. Ref exemption # (B)(4).